Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a pfa procedure, after pre-mapping the advisor hd grid mapping catheter was being exchanged for the non-abbott catheter (farawave by boston scientific) when the physician noted more air than usual was being aspirated. It also appeared that there was more blood being aspirated than usual. The physician thought there was an issue with the valve. The sheath was exchanged which resolved the issue and the procedure was completed with no adverse patient consequences.